Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single piece lens and the lens tore. The lens was removed with forceps, with no pt injury and no additional surgery was done. The reporter stated the cause of the torn lens may possibly have been due to a loading error.